Manufacturer narrative:
(B)(4). The events of hematoma, pain, redness, fever, whitish colour, white pustules, crust, headache, and herpes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. Further information from the reporter regarding event and product or details has been requested. No additional information is available at this time. Device labeling: contra-indications ¿ juvéderm® volift¿ with lidocaine must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes, etc.). Precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. ¿ there is no available clinical data about injection of juvéderm® volift¿ with lidocaine into an area which has already been treated with a non-allergan dermal filler. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ haematomas. ¿ induration or nodules at the injection site. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. ¿ any other undesirable side effects associated with injection of juvéderm® volift¿ with lidocaine must be reported to the distributor and/or to the manufacturer.

Event description:
Healthcare professional reported patient was injected to the nasal bone site with 0.2-0.3cc of juvéderm® volift¿ with lidocaine with no incident. Though it is noted patient developed a small hematoma. The next day patient developed pain and redness and was prescribed thrombocid. The following day the pain decreased but patient developed a slight fever and more redness with whitish colour around it. Upon review with the reporter patient had small white pustules and something like a crust in the glabellar zone (which was not a treated zone). The redness zone ranges from the forehead to the nose. Patient additionally had pain, discomfort, and headache. Patient was prescribed varidasa, nervinex (due to aspect of (B)(6)), ciprofloxacin, and fucidine. Symptoms are ongoing.